Event description:
It was reported that a balloon rupture occured. The 100% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.25cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at below rated pressure. The device was simply pulled from the patient's body and the procedure was completed with different device. No complications reported and the patient's condition was good.